Manufacturer narrative:
One smiths medical cadd solis hpca pump was returned for analysis with a scratched lens and a bubbled downstream occlusion (dso) seal. During analysis, the customer's problem regarding over delivery was unable to be duplicated; three different delivery accuracy tests were performed, all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. Inspection of the dso sensor showed a dso seal bubble. Service will replace the dso seal bubble. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis hpca pump over delivered. No patient was involved in this event. No adverse effects were reported.